Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device gave a pacer malfunction error message. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified. Q5 experienced heat damage and sr1 was missing.